Manufacturer narrative:
During a follow-up on 4/24/2017, the customer confirmed that the issue had been resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via an e-mail that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge remained static at 140 units. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. There was no reported impact to the customer's blood glucose level.